Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they break a coil and leave fragments in your uterus (happened to me)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they break a coil and leave fragments in your uterus (happened to me)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), amnesia ("memory loss") and device expulsion ("they break a coil and leave fragments in your uterus (happened to me)"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, amnesia and device expulsion outcome was unknown. The reporter considered amnesia, device breakage and device expulsion to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, amnesia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information added. Event: memory loss added. Event they break a coil and leave fragments in your uterus (happened to me) split and new event added: device expulsion. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they break a coil and leave fragments in your uterus (happened to me)') and device expulsion ('they break a coil and leave fragments in your uterus (happened to me)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, device expulsion and amnesia outcome was unknown. The reporter considered amnesia, device breakage and device expulsion to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, amnesia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of product technical complaint. Event device expulsion was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("they break a coil and leave fragments in your uterus (happened to me)"), device expulsion ("they break a coil and leave fragments in your uterus (happened to me)") and pelvic pain ("(pelvic) pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 4. Patient is a busy mother of four young children, one on them is a daughter currently 17 years old. She stated, bevor she had essure inserted (in 2010) she was a healthy women and had a lot of energy. Then, after insertion of essure in her 30's, she said she was experiencing bleeding, pain and hair loss. As concurrent condition the report mentioned obesity. In 2010, the patient had essure inserted. In 2010 she experienced malaise ("debilitating symptoms soon after insertion of essure / chronic illnesses after having her essure coils removed"). On unknown dates she experienced device breakage (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("excessive (menstrual) bleeding"), amnesia ("memory loss"), alopecia ("hair loss so severe that it sometimes came out in clumps"), rash ("face rash"), fatigue ("persistant fatigue after having her essure removed") and loss of libido ("her sex dríve suddenly dried up"). The patient was treated with surgery (hysterectomy). In 2016, device breakage, device expulsion and heavy menstrual bleeding had resolved. At the time of the report, the rash, malaise and fatigue had not resolved. The outcomes for pelvic pain, amnesia, alopecia and loss of libido were unknown. The reporter considered alopecia, amnesia, device breakage, device expulsion, fatigue, heavy menstrual bleeding, loss of libido, malaise, pelvic pain and rash to be related to essure administration. The reporter commented: patient said it was an uphill battle to even get her symptoms recognised as real, even though some, such as a face rash, were clearly visible. She continues to experience chronic illnesses including persistent fatigue after having her essure coils removed in two surgeries in 2016, about six years after she first underwent the procedure. Her 17-years old daughter mentioned, she could only ever remember her mother being unwell. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, amnesia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: new medical information received by public media. Patient's medical history, dates when essure was inserted and removed, additional adverse events patient experienced soon after insertion and adverse events that continue after removal of essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they break a coil and leave fragments in your uterus (happened to me)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.